Event description:
Ligature error message popped up and said device not found. It was unplugged and put back in and the message popped up again and device was not able to be used. New one was opened. Medline - coviden.